Event description:
It was reported that this patient experienced pain and discomfort at the site of this subcutaneous implantable cardioverter defibrillator (s-ICD). A revision procedure was performed and the system was removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.